Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the unit was kept turning off. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed and the customer states, ¿pump kept turning off.¿ the unit was triaged and the customer¿s reported condition was confirmed. The power issue was isolated to pcba corrosion. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.